Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication error b30 during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement.